Event description:
It was reported that the customer was hospitalized for hypoglycemia, prior to the event, it was noted that the customer had lbgs and had a seizure. It was indicated by the md that the cause of the event was a pump malfunction. The family member stated that the bolus history is incorrect. It was conveyed that a replacement will be sent.